Event description:
Home pt reports using improper disconnect procedure as they did not close the clamp on the transfer set prior to disconnecting themselves from the pt line of the homechoice set after treatment. Home pt reports no pt injury or medical intervention required as a result of incident.